Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were less responsive and had insulin pump failure. The customer's blood glucose level was unknown. The customer reported that the insulin pump had battery cap worn out, diminished battery life, the insulin pump was dragging during rewind, insulin pump failure, buttons were less responsive and sticky, no delivery alarms and motor error. The insulin pump will not be returned for analysis.